Event description:
It was reported that this lv (left ventricular) lead exhibited extra signals on the lv channel of the electrogram (egm) and the health care professional (hcp) was questioning lv capture. It was noted there is chronically high lv threshold measurements. Technical services (ts) discussed a possible timing issue as opposed to lv capture, and that possibly the paced morphology on the lv egm was smaller this day resulting in the other signal appearing larger than it normally does. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).